Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 22-feb-2019 with the following findings: during investigation, the black box showed no evidence of short battery life, there were several ¿cs177¿ warnings due normal battery wear observed. Battery compartment and cap are undamaged and able to fit. The ¿ez-prime¿ steps were performed correctly, all currents reading are within spec, unable to duplicate ¿short battery life¿ complaint. The pump¿s cover was removed, no intermittent condition was found to the power printed circuit board.